Event description:
Dealer stated that the end user reported that the actuator for the seating on a 3gtq-ts power chair was making noise, the actuator assembly screw on the top backed itself out and the actuator now does not work.